Event description:
The customer reported having error alarms with one of their ventilators, and wanted to know whether these alarms were related to a calibration issue or an unresponsive transducer. Customer did not indicate whether there was any patient involvement with this incident.

Manufacturer narrative:
Field service evaluated the unit, and discovered that the transducer was broken. The ventilator was pulled aside awaiting repairs. At the present time there are no replacement parts available. Once available, replacement parts will be provided to the user facility to repair the device and return it to service.